Manufacturer narrative:
The investigation conducted by the steris field service tech concluded that the customer reported problem was caused by a loose clamp that is used to hold the hose against the incoming water pressure. To correct the issue, the steris tech retightened that clamp and installed another clamp on top of it. As of 06/18/2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during sterilization of instruments, the hose clamp came off the da vinci sonicpro cleaning system resulting in hot water coming out from the unit and flooding the surrounding area. A staff member attempted to turn off the unit and was burned by hot water. No further info was provided.